Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel patch (device #1). Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2002: the patient underwent surgery for implant of an unspecified bard/davol composite mesh (also known as composix) and an unspecified bard/davol composix kugel patch (device #1) . On (B)(6) 2010: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the composix kugel patch (device #1). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." .

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 8 years 1 month post implant of composix mesh, patient was diagnosed with hernia recurrence and mesh deformation thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Updated fields: a2, b2, b4, b5, b7, d.6b (date of explant), g1, g3, g4, g6, h2, h6, h10, h11 corrected fields: d1 (brand name), d4 (product catalog no.), g4 (PMA/510(k) #) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
The following was alleged by the patient's attorney: (B)(6) 2002: the patient underwent surgery for implant of an unspecified bard/davol composite mesh (also known as composix)and an unspecified bard/davol composix kugel patch (device #1) . (B)(6) 2010: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the composix kugel patch(device #1). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2002 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of composix mesh (device #1). Per operative notes, ¿a large umbilical hernia sac probably from previous trocar site entry was dissected away. A composix mesh was trimmed, affixed on either side of the midline and sutured.¿ (B)(6) 2010 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the explant of composix mesh (device #1) and implant of composix l/p mesh (device #2). Per operative notes, ¿the previously placed mesh (device #1) had contracted, off to the side causing recurrent hernia. The contents of hernia were reduced and mesh (device #1) was removed out of the abdomen. The subsequent defect was repaired using a composix l/p mesh (device #2) which secured using sutures and tacks.¿ attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, pain, hernia recurrence, emotional injuries and had to undergo an additional surgery due to the failure of the composix mesh.